Event description:
It was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.